Event description:
Related manufacturer reference number: 3006705815-2023-01819. It was reported the patient had a fall and she fell back on the area where her leads are. After checking impedances, patient has multiple contacts on each lead that are high. Despite being able to program both leads effectively and get good coverage, a company representative was unable to get the system into MRI mode. As a result, surgical intervention was undertaken wherein the entire system was explanted.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.